Manufacturer narrative:
Additional information was added to d10: concomitant product, h3, h6, and h11: h11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function testing was performed, and no issue was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell six of seven of peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that there was "fluid on the floor" and ¿tubing leak¿ that led to this alarm, however, not able to find the location of the leak. Renal therapy services (rts) assisted the caregiver (cg) to end the therapy session and remove the cassette from the device. Rts reviewed proper procedures per the user manual with the cg. Rts advised the cg to drain using manual supplies and to contact the patient's pd registered nurse for further instructions regarding the patient¿s therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.